Manufacturer narrative:
The patient underwent a successful ablation procedure in (B)(6) 2011. The treating surgeon performed "whole gland ablation", ablating almost all of the prostate. There was no report of device malfunction during the entire procedure. On (B)(6) 2011, approximately 4 months post-procedure the treating surgeon reported the occurrence of a recto-urethral fistula. Prior to the ledc treatment, the patient had been treated with external beam irradiation which is known to thin and weaken the rectal wall and may have played a role in the formation of the fistula. The company is trying to obtain additional information from the surgeon who performed the ledc ablation to see if the sae occurrence is ledc ablation procedure-related, as well as get more information on the patient's medical condition. Any new information obtained by angiodynamics will be reported as follow-up. (B)(4).

Event description:
A male patient of unknown age presented for a nanoknife ledc ablation on (B)(6) 2011. The procedure was successfully completed with no harm or injury reported to the patient. There was visual evidence that the prostate has been hydrodissected away from the rectum at the time of the ledc ablation. On (B)(6) 2011, the physician who performed the ledc procedure informed the company that the patient had developed a rectourethral fistula. He stated that the patient is currently being treated by both a colorectal surgeon and a urologist. The patient has had a cystoscopy and a proctoscopy and is scheduled to have a diverting colostomy and an ileal conduit.